Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user began ilet therapy with a cd infusion 23"-6 mm set that was not fully inserted, resulting in no insulin delivery for about six hours and hyperglycemia up to 401 mg/dl; the user paused insulin on the ilet, replaced the infusion set, and used back-up subcutaneous rapid-acting insulin (total reported 14 units, with an 11-unit manual dose noted) while using a dexcom g7 sensor. Symptoms included lethargy, dry mouth, and irritation. Outcomes included return of blood glucose to a normal range, with a nadir reported at 105 mg/dl, and no medical intervention or hospitalization. Investigation included troubleshooting and education on infusion set insertion and device pausing. Investigation of this case revealed an incorrectly deployed infusion set or connection issue with the infusion set, consistent with loss of subcutaneous insulin delivery from the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that user technique related to infusion set insertion caused the event.